Event description:
It was reported via repair work order that the footend lift was drifting with weight due to faulty lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.